Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock on an automated impella controller (aic) for mechanical circulatory support. The complainant reported that the automated impella controller (aic) exhibited an error message. The console was replaced. No report of patient or injury.

Manufacturer narrative:
D9: the date the device was returned is unknown. The device was returned for evaluation. The logs confirmed the reported alarms on the complaint date. An impella defective (error reading eeprom) alarm was issued after just booting up (without pump connected). The device was returned for evaluation. The console was tested with a known good pump, and the failure mode was reproduced. Replacing the impellatronics pca resolved the issue. The cause of the impella defective alarm was due to a malfunction of the impellatronics epm circuitry. This report is being filed as part of a retrospective review of historical records.